Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records did not contain progress notes, physician orders, dialysis treatment sheets or medication records for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient's peritonitis. There was no documentation in the medical record that indicated the source of the patient's peritonitis. It cannot be concluded the peritonitis was related to any fresenius products.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon receipt of patient medical records on 10/22/2015, it was discovered the peritoneal dialysis (pd) patient had previously been cultured and diagnosed w/peritonitis on (B)(6) 2015. Per peritoneal dialysis registered nurse (pdrn) the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. The nurse stated the patient was not hospitalized and was treated in-clinic for the peritonitis. The nurse stated that the episode of peritonitis was due to touch contamination, where the patient frequently did not practice and lacked proper aseptic technique during treatment. The patient did not was his hands and did not don a mask. Per pdrn the patient's housing condition and home environment were also not sanitary. No fluid leaks were reported during treatments prior to the documented infection.